Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 600cc mentor memorygel breast implants and experienced capsular contracture on the left side postoperatively. The patient also experienced several unexplained systemic symptoms, including blurry vision and shoulder blade pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.

Manufacturer narrative:
On august 18, 2021, mentor became aware that statement "this event was reported to the FDA under mw5094863" was erroneously omitted in initial report. Manufacturer¿s reference number: (B)(4). This event was reported to the FDA under mw5094863.